Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported from the red clamp bag which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during fill four of four of peritoneal dialysis therapy. During troubleshooting, it was reported that the red clamp bag disconnected by itself which led to the alarm. Renal therapy services (rts) assisted the hp with ending therapy. Rts advised the hp to dispose the supplies connected and continue with twin bag/manual exchange. There was no patient injury or medical intervention associated with this event. No additional information is available.